Event description:
It was stated that the customer was treated by the paramedics for low blood glucose levels. No blood glucose reading was reported. The customer was unable to troubleshoot at the time of call. It was also stated that the insulin pump sometimes shuts off without alarming low battery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.